Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the camera image dropped out during a procedure, we switched to another camera head and continued with the case. We could not get the image back up again when testing it post case. Root cause: it is difficult to determine the root cause of the issue observed at the account since we were unable to replicate the problem in-house. Most provable root cause could be a bad connection between the camera head and the ccu or dvi cables/connectors. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Gtin: (B)(4).

Event description:
The camera image dropped out during a procedure. Although there was patient involvement, there was no adverse consequence and the case was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
The camera image dropped out during a procedure. Although there was patient involvement, there was no adverse consequence and the case was completed successfully.